Event description:
Two months after surgery, I started to experience pain in my quad femur area, I believe that it is what is referred to as start up pain. Two doctors have now confirmed that it is a loose stem. I have had several blood draws and fluid extraction which was confirmed that no infection was present. I am scheduled for surgery on (B) (6) 2010.

Manufacturer narrative:
(B) (4). Evaluation summary: implant was not returned. Original procedure report documents surgeon.